Event description:
Xomed hydrodebrider (x2) opened and issues with both pieces of equipment. Lot#0231068609 had a frayed wire where cord plugged into machine. Lot#0231149762 handpiece was leaking on field even when tubing was clamped.